Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.

Event description:
The customer provided additional information: the type and name of the procedure are unknown. The malfunction was found during reprocessing prior to the procedure, which was completed using a similar device without delay.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope experienced chipping/deformation/scratch of the distal end. There was no patient involvement. The event was identified during reprocessing. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The following findings are as follows: it was confirmed there are two cracks on the distal tip. There was a deep cut and scratches on the probe unit. In additional, missing elements around the forceps cover were found, play on the knob, cracked glue on the distal end side, excessively broken elements on the image. There was excessive play on the control knob. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.